Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the down arrow when you press it does not recognize and had to press around it for it to work and the directional arrows and the other button do not seem to be an issue and pump was slow to respond to that to move to the next screen and do not know if it was the buttons or the pump that was slow respond. It was reported that the arrow up and down keys were unresponsive sometimes. The customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery. The insulin pump will not be returned for analysis.